Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable and the trunk cable connector was cut, damaging wires in the cable. Additionally, the ECG c & d dome were missing. The root cause for cut cable was physical abuse. The root cause for the missing dome was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.